Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the table and c arm cannot be locked and can be moved manually. Review of log files showed geo ipc communication time out error. The field service engineer (fse) visited onsite and performed visual check on device and found the stand and table can't move sometimes, restarted the system can bring the device back to work. Fse confirmed geo ipc was defective. The defective part was sent for analysis, showed that the cause of the geo ipc failing was a wrong hdd model. However, to resolve the issue fse replaced geo ipc and reinstalled system and applications. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not moving. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the table and c arm cannot be locked and can be moved manually. Review of log files showed geo ipc communication time out error. The field service engineer (fse) visited onsite and performed visual check on device and found the stand and table can't move sometimes, restarted the system can bring the device back to work. Fse confirmed geo ipc was defective. The defective part was sent for analysis, showed that the cause of the geo ipc failing was a wrong hdd model. However, to resolve the issue fse replaced geo ipc and reinstalled system and applications. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, serial number manufacture date, reporting address line 1 and the reporting address city have been updated.